Manufacturer narrative:
The clamshell repair is referenced in complaint #(B)(4). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 7 months. Approximately 20.5¿ of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. Continuity testing was performed on the lead and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during the testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the red wire, adjacent to the metal/controller connector. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the red wire were exposed. The insulation breach of the wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breached red wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient presented in clinic for regulatory visit and the vad team discovered a circumferential tear in the white silastic outer layer of the percutaneous lead (driveline), with wires exposed near the pocket controller connection. The system controller was interrogated by the lvad clinician, and a pump stoppage and driveline disconnect event was observed. It was reported that the driveline had a previous clamshell repair. On (B)(6) 2017, the manufacture¿s technical service representatives performed a percutaneous lead (driveline) replacement. The patient was asymptomatic. No additional information was provided.